Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. The device was received for evaluation. During visual inspection, all seals and labels are intact and physical condition is good. During functional testing, the reported problem not duplicated. Reviewed the event log and ran the pump. The unit was tested by operating the attach/detach cycle many times and the pump was found to be operating normally. In addition, the pump was tested and the sensor reacted as expected and was within its normal operating range. The seal was found to be intact and undamaged. Root cause is unknown. The pump will undergo standard periodic maintenance.

Event description:
Additional information received indicated this event occurred during testing and there was no patient incident.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarm. Downstream occlusion sensor issues were also reported. No adverse patient effects were reported.